Manufacturer narrative:
The last calibration performed on (B)(6) 2020 had no alarms. The calibration signals were slightly lower than expected. Quality controls were within range, showing no indication of a reagent or instrument performance issue. Upon review of the alarm trace, no relevant alarms were observed. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer could not determine a cause. Liquid level detection was checked, and adjustments were performed. Precision studies were performed, and were successful.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys brahms pct assay on a cobas 6000 e 601 module. The sample initially was tested and no result was generated, only a flag indicating a liquid level detection issue. The sample was then automatically repeated by the analyzer, resulting with a pct value of 0.079 ng/ml, which was reported outside of the laboratory. The sample was repeated, resulting with a value of 3.58 ng/ml. The repeat value was deemed to be correct. The pct reagent lot number was 477411.